Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the cup and head was removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available a review of the complaint history for the acetabular cup and femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup and femoral head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and pre-cautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Patient had a right birmingham resurfacing (B)(6) 2010 that was revised to a right total hip arthroplasty (B)(6) 2016, 6 ½ years post implantation. The implantation report indicated the acetabular cup was inserted in approximately 25° forward flexion and 45° abduction. The surgical technique indicates the component should be implanted at 15 - 20° anteversion. The surgeon noted clinical indication for revision as radiographs showing osteolysis both on the femoral and acetabular side and possible avascular necrosis. No medical imaging was provided. The revision intraoperative report noted ¿nonpurulent white tissue and fluid consistent with metallosis, clear yellow joint fluid with an almost cottage cheese consistency of debris, osteolysis and pseudotumor.¿ it cannot be determined to what extent the 25° forward flexion had on the patient¿s pain and clinical status. It was reported radiographs showed osteolysis however, no medical imaging was provided. The intraoperative findings of the white tissue and fluid, debris, osteolysis and pseudotumor may be consistent with findings associated with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source of the reactions cannot be confirmed, and it cannot be concluded that the reported events/clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate, our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery from the right hip was performed due to severe metallosis, osteolysis and pseudotumor.